Event description:
The report states that eight minutes into an rf ablation, the patient complained that the pad side was hot, but the procedure was continued. The pad position was not changed during the procedure. Upon completion of the procedure, redness was found on the left thigh along the periphery of where the pad had been. A cool compress was applied and the area was better the next day. The injury alleged to be a first degree burn covering an area approximately 2cm x 10cm.

Manufacturer narrative:
Two dgphp return electrodes were returned for evaluation. The foil was not discolored, was intact and was not degraded on either sample. Both samples were tested for resistance and passed. The cord insulation was also intact and not damaged. The reported incident could have been a skin reaction which can be caused by several different factors. These factors include medications that will increase sensitivity, patient skin condition, preparation for the application site, location of the pad and pad removal techniques. The IFU for this product addresses proper pad placement and removal techniques.